Manufacturer narrative:
This report is submitted on july 5, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant and an infection at the abutment site (treatment unknown). The implant remains in-situ.